Event description:
It was reported that, after a tka had been performed, the patient had a dislocating patella. Upon revision surgery, the patella and the insert were exchanged. The patient outcome is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to dislocation of the patella. Per complaint details, the surgeon did not think it was implant related, but rather something with patient. The requested surgical reports and x-rays have not been provided to date. Therefore, the patient impact beyond the dislocation and revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.